Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected e2, e3, g2, h6 medical device problem code. -reproduction confirmation results from the previous investigation a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729). -investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following: -no anti-fogging agent is used. -it was confirmed that the distal cover was not damaged immediately after it was attached to the endoscope and that it would not easily come off the endoscope. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off are as follows: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
This supplemental medical device report was submitted to provide additional information from the legal manufacturer. The original distal end cap was disposed; however, the user facility returned a box of thirteen unopened and sealed (maj-2315, lot# h0520) single use distal end caps. The sealed-sterile packages, which had no voids or damages. The evaluation of two of the caps could not confirm the reported malfunction as the distal end cap stays onto the test tjf-q190v endoscope appropriately and securely when installed correctly. Additionally, the seam at the top of single-use caps showed no damages after placement onto the distal end. The cap was gently pulled and twisted to verify that the part did not slip, or come off. The forceps elevator was fully manipulated, multiple times in the up direction without any signs of stoppage or obstruction from the distal cover. The legal manufacturer performed the device history records for the subject device (lot# h0729) and no abnormalities were found the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the potential cause of the reported event was due to insufficient attachment to the scope as it was reported the user facility suspected that when they attached the cap to the scope, they did not perform a pull or twist on the cap to ensure it does not come off. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: ----- position your finger at the center on top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover. Hold the distal end of the bending section. Pull the distal cover gently to confirm that it does not slip and come off. Twist the distal cover gently in both directions and confirm that the distal cover on the distal end of the endoscope does not slip and come off. Caution: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g.,vaseline®) to the distal cover and the endoscope. The legal manufacturer will continue to monitor complaints for this device.

Event description:
The user facility further reported there was no anti-fog agent used. Additionally, after attaching the distal cover cap to the scope, no damage was observed. The facility suspects they did not perform a "pull or twist" test to the cap to make sure it does not come off after installing.

Manufacturer narrative:
The referenced device will not be returned as the user facility discarded the device; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing and if additional information becomes available, this report will be supplemented accordingly.

Event description:
At the end of an unspecified procedure, a 190 series video duodeno-videoscope was being withdrawn out of a patient and the single use distal cover cap attachment was missing. The cap was found inside the patient's mouth and it is unknown how it became detached. No medical intervention was required to remove the cap as the cap was removed by scooping it out with a scope. There was no delay in the procedure and the procedure was able to be completed with the same scope. No patient injury or harm was reported. The user facility has conducted a training since to ensure the cap is installed correctly. The cap will not be returned as it was disposed of at the user facility.